Manufacturer narrative:
Analysis confirmed the customer comment of an error generated at power-up and it was attributed to the main printed circuit board being out of specification in an electrical manner. It was additionally noted that the red battery wires in the lower case were pinched, with the wire exposed, the hanger was broken, two case screws were contaminated and the menu knob was missing. All found defective parts were replaced and all other identified issues were resolved. The electrical and mechanical parts were inspected, the device was re-calibrated and functionally tested and passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an error occurred on the external pulse generator's display upon power-up. The generator was returned for ser vice. There was no patient involvement. It was further reported that the generator subsequently tested out of specification during manufacturer¿s analysis.